Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number: (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 july 2019, it was reported that during preventative maintenance a dermatome had a defective motor and was missing a screw. The customer returned a zimmer electric dermatome serial number: (B)(6) for evaluation of the device on 3 july 2019 noted that the device was out of calibration at the zero setting, that the motor was running below motor speed specifications, and that there was a missing screw. Repair of the dermatome occurred on 10 september 2019 and involved replacing the motor and installing new screws. The technician then tested the dermatome and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was defective and that there were missing screws on the dermatome, it cannot be determined from the information provided as to what caused these components to fail. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that during testing, the device defective motor, missing machine screw and defective screws were replaced. It was re-calibrated. No adverse events were reported as a result of this malfunction.